Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12919. It was reported that the patient presented in emergency room with syncope. Loss of capture on the right ventricular (rv) lead and low heart rate were observed. High capture threshold was also noted on the right atrial (ra) lead. Both leads were capped on (B)(6) 2021. A new device system was implanted on the right side. The patient was stable.